Event description:
Customer reported that the alarm has power; however, when the magnet pull cord is detached from the alarm there is no sound. Batteries have been replaced with a new supply. Battery connection are intact. No visible damage reported to the outside of the alarm. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned unit confirmed that the alarm does not sound when using new batteries and magnet is removed from magnet plate. When using an external power supply, set to a low voltage, a red light can be seen flashing from inside the case through the hole where the low battery led should be seated. Tone selector does not work. The unit show signs of moisture exposure, the battery led light is pushed into the case and is not visible and part of the warning label is folded and is caught inside the two sides of the case. Note: instructions for use state: if the posey personal alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).